Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o ring.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage to the opening of the reservoir compartment. The customer stated that the o-ring on the reservoir compartment was missing and looked as though the plastic had chipped off. She stated that she removed their reservoir to see how much insulin was left, and the ring popped off. The customer's blood glucose was 164 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.